Event description:
A report was received that the patient was experiencing discomfort at the pocket site and was bothering her rib. The patient underwent a pocket revision, during which, the physician relocated the pocket site from the left flank to the right upper buttock. The patient was doing well following the procedure.